Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported his blood glucose was 473 mg/dl at 10:44 a.m. And 488 mg/dl at 9:16 p.m. On (B)(6) 2013. He was unable to lower his blood glucose by delivering boluses, and he disconnected the infusion device and delivered 10 units of insulin via pen around 9:16 p.m. At 10:00 a.m. On (B)(6) 2013, his blood glucose was 50 mg/dl. He was not connected to the infusion device at that time. He noticed the cartridge was empty on (B)(6) 2013 and reported the infusion device did not provide a w1 cartridge low or e1 cartridge empty error. He could not remember if the cartridge was full when it was inserted but is certain the piston rod met the cartridge plunger. The infusion device, battery, and battery cover were replaced and requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.